Manufacturer narrative:
(B)(4). The recipient was not prescribed any medication. The recipient was recommended to use over the counter bactroban for two weeks and discontinue use of the device as needed. Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue reportedly resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient completed the course of bacitracin. The recipient does not report any additional issues with the device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain with soreness and inflammation at the implant site. The recipient was prescribed mupirocin ointment 2%. Inflammation has resolved, however, soreness persists.